Event description:
It was reported by an eye care professional that the pt developed an infectious keratitis in his right eye, located at the 12 o'clock position about 5 mm from the limbus following contact lens wear. Corneal infiltrates were noted approximately 2 mm in size and an anterior chamber reaction was noted. The pt reported moderate pain. Additional info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unk, therefore, further investigation cannot be performed. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product dailies visitint aquacomfort plus that is sold in the u.s under PMA/510 (k) # k984273. (B)(4).